Event description:
The customer returned the colonovideoscope, an olympus asset with no reported complaint. During device evaluation, image noise was observed. There was no patient involvement

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the image noise was a faulty plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.